Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas alleging that the patient experienced a blood glucose of 368 mg/dl with diabetic ketoacidosis, moderate ketones and vomiting associated with an alleged power issue. Reportedly, the patient discontinued pump therapy and was treated at the hospital with intravenous fluids and insulin by their health care provider. During troubleshooting with customer technical support, the reporter stated that every time the pump was attempted to be rewound, the pump would shut off. The reporter also stated that the patient had celiac which could have contributed to the increase in the blood glucose. The reporter also alleged that there was moisture within the pump. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged power issue.